Event description:
A (B)(6) female patient called in to zoll lifecor customer support to report that she was getting adjust belt and check therapy pad messages. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt/check therapy pad messages) was confirmed. Upon receipt, the monitor was found to have no driven ground signal. This would have caused excessive noise on the channel, and not allow the monitor to detect an arrythmia or treat a patient. The cause of the lack of driven ground cannot be positively determined, but was likely random component failure. No adverse event resulted from the defective monitor. The patient received a replacement monitor.